Event description:
It was reported that this right atrial (ra) lead exhibited undersensing resulting in inappropriate pacing, inappropriate anti-tachycardia pacing (atp), and inappropriate shock therapy which lead to therapy exhaustion. Technical services (ts) recommended revising the ra lead or if clinically appropriate modify the rate cut off. Ts also recommended imaging of the system. As of today, all available information indicates that the system remains implanted and in service. Besides inappropriate therapy, no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).